Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient was readmitted on (B)(6) 2014 for low flow alarm, hemolysis, and suspected thrombus. Bun and creatine continued to rise. The patient had red heart alarms. The patient received a pump exchange on (B)(6) 2014 and thrombus was visible during the pump exchange.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.